Event description:
The patient had an island dressing placed over the zip device. The island dressing adhesive was directly in contact with the zip device. The following day, the island dressing was removed. Since the island dressing adhesive was in direct contact with the zip, the zip device was inadvertently removed along with the island dressing. Steri-strips were placed on the incision, although there was no report of dehiscence.

Manufacturer narrative:
Additional information - the lot number was obtained; the manufacturing date was added. Corrected information - the model number and catalog number were corrected from ps1160 to ps1240.

Event description:
No new information.